Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. H6 ¿ method code: (4114) device not returned. Investigation ¿ evaluation. Elemar international forwarding informed cook on 04oct2019 of an incident involving a triple lumen polyurethane central venous catheter set (rpn: c-utlm-901j-rd) from lot # ns9594094. The device was reportedly received by the customer already opened. The reported device was found at a third-party distribution center, so no affects to a patient were noted. A review of documentation including the complaint history, device history record and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be performed. However, photos of the complaint device were provided for analysis. There appeared to be no ¿frosting¿ on the tray component, however the presence of adhesive on the tyvek component of the package was noted. This suggests that the packaging was sealed prior to release. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no nonconformances in lot ns9594094 that could have contributed to the failure mode. It should be noted that there have been no other complaints reported for this lot from the field. There is no evidence to suggest that nonconforming product exists in house or in the field. Based on the information provided, examination of photos of the complaint device and the results of our investigation, the cause could be traced to the environment, as possible environmental conditions such as high heat and humidity could have contributed to the failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the primary packaging containing an unused triple lumen polyurethane central venous catheter set was found open during inspection. No patient contact was made.